Manufacturer narrative:
(B)(6). Additional device product code used: hwc. (B)(4). Device was not explanted. Device remained embedded in patient bone. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported on (B)(6) 2017, patient underwent initial procedure for open reduction and internal fixation (orif) on the left distal tibia. During the procedure, while attempting to insert a 2.7mm variable angle (va) locking screw into variable angle (va) locking compression plate (lcp) anterolateral distal tibia plate utilizing a torque limiting device, the screw interacted with another screw implanted with a different plate. This interaction caused the screw being inserted to go off axis, resulting in the screw advancing past the plate. Surgeon attempted to remove the off axis screw but was not successful; screw remained embedded in patient bone. Surgery was completed successfully with a delay of approximately forty five (45) minutes while an attempt was made to remove the off axis screw. Concomitant medical products: plate (part# 02.118.205, lot # unknown, quantity 1); screw (part# 02.211.040, lot# unknown, quantity 1). This report is for one (1) 2.7mm va locking screw. This is report 1 of 1 for (B)(4).